Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient is experiencing headaches while using the device. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
As per device evaluation received on 01/24/2025: the remstar auto was returned to the manufacturer for investigation. The device was applied power and verified airflow. During the investigation, the manufacturer observed ui (user interface) knob broken. The air outlet port had white and tan dust-like contamination in it. Air inlet had tan dust-like contamination in it. Pca (printed circuit assembly) had light dust-like contamination all over the top of it. Thermal event on humidifier harness connector and pca at j9. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had light dust-like contamination in it. Air inlet seal had yellowed and had dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. The source of contamination was most likely external to the device. The manufacturer was unable to directly address the symptoms outlined in the complaint. In this report, box d, h has been updated/corrected.